Event description:
It was reported that the c-arm doesn't stop at the lmlo position when commanded. No injury reported. A field engineer was dispatched to the site and determined that the main cable going to the panels was pinched in a wire bundle. The cable was rerouted. Once this was completed the system was working as intended.